Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While preparing to seal the IV line for patient 9 (hospital ID: 797512) after completing infusion, the rubber diaphragm/silicone pad of the heparin cap on the indwelling needle exhibited degradation. The heparin cap was replaced before proceeding with line sealing.

Manufacturer narrative:
Investigation results: no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample was not returned, the relevant tests could not be conducted, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information.